Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis and high blood glucose over 500 mg/dl. The customer stated that the sensor glucose was reading lower than the actual blood glucose and she treated based on the sensor reading which was below 80 mg/dl. She experienced vomiting and lost control of bladder. No troubleshooting performed. The insulin pump would not be replaced or returned for analysis.